Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery. The 4 x 20 mm viatrac plus balloon catheter was advanced and attempted to be inflated to 8 atmospheres (atm), but the balloon did not inflate. A new viatrac plus balloon catheter was used successfully with the same inflation device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.